Event description:
Placed libre 3 on (B)(6) 2025. Started feeling discomfort the same day. Two days later had swelling on area of sensor (right upper arm). Next day swelling included the arm between elbow and slightly above the sensor. Medical doctor placed me on augmentin 500 mg. Swelling started going down but stopped when antibiotic was finished. 1.5 weeks later, medical doctor put me on doxycycline hyclate. Swelling went down more but stopped resolving when the antibiotic finished. A small area remains swollen and red.